Manufacturer narrative:
The manufacture number used in this report 2031642-2023-00009 reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Event description:
Philips received a complaint from the customer, reporting that the device displayed error codes 1118 (post) 5 v supply failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified that the cable from the data acquisition (da) pcba, to the motor controller (mc) pcba, was properly connected and secured. It was also reported that all of the 8 pins from the solenoids were connected properly to the da pcba. An fse was dispatched for onsite repair. The fse performed diagnostics, swapped out the power board with a known good one and problem was resolved. Requires a follow up for a parts order replacement. The investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (mc pcba) needed for correction. The material ordered, 453561537531 rp-pcba, motor contr, 3rd gen, v60/v680, aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.